Event description:
It was reported that during the device change-out, both the atrial and left ventricular leads could not be removed from the header of the device. Stripped set screws were suspected. The leads were cut to free them from the header. The device was successfully explanted and replaced. The patient condition was stable after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of difficulty removing the atrial and left ventricular leads from the header was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the atip, aring and lvtip set screw hex cavities. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screws.